Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset of the peritonitis the patient began treatment with intraperitoneal (ip) injection of amikacin (250 mg, once a day, duration not reported) and ip injection of vancomycin (1 gm, every fourth day, duration not reported). The patient was recovered from this peritonitis event five days after onset. Dianeal therapy was ongoing. No additional information is available.